Event description:
Boston scientific received information that this device displayed extended charge time behavior, which may be an indication of an out of specification condition that could result in the early declaration or elective replacement indicator (eri). A manual capacitor reform will be done in the near future to further assess the battery issue. Currently, no remedial action has been taken and no adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted for battery depletion. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the device met specification for charge time and longevity behavior.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.